Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one coil in the right fallopian tube, and the left tube showed one essure within the tube and two additional coils on the left side of the pelvis / two essure devices were found in the abdominal pelvic cavity") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("extreme pain / pelvis pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain") and procedural pain ("following the removal surgery, suffered a painful post-operative recovery"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (laparoscopic partial omentectomy with intraoperative interpretation fluoroscopy and essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, back pain, abdominal pain, arthralgia, uterine pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, pelvic pain, procedural pain and uterine pain to be related to essure. On (B)(6) 2013 hysterosalpingogram found that four (4) essure coils were identified. The right fallopian tube had one coil, and the left fallopian tube showed one essure device within the tube, and two additional coils visualized on the left side of the pelvis. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil in the right fallopian tube, and the left tube showed one essure within the tube and two additional coils on the left side of the pelvis / two essure devices were found in the abdominal pelvic cavity') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("extreme pain / pelvis pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain") and procedural pain ("following the removal surgery, suffered a painful post-operative recovery"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (laparoscopic partial omentectomy with intraoperative interpretation fluoroscopy and essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, back pain, abdominal pain, arthralgia, uterine pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, pelvic pain, procedural pain and uterine pain to be related to essure. Diagnostic results: on (B)(6) 2013- hysterosalpingogram found that four (4) essure coils were identified. The right fallopian tube had one coil, and the left fallopian tube showed one essure device within the tube, and two additional coils visualized on the left side of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.